Event description:
Device 5 of 5. Reference MFR report #s: 1627487-2013-0062, 00663, 00664 and 00665. It was reported the pt (B)(6) was not receiving effective stimulation from the scs system. In addition, the pt reported experiencing discomfort due to the mobility of the ipg in the pocket and the protrusion of the extension. It was reported surgical intervention had previously been undertaken (date unk) to reposition the ipg after the device flipped in the pocket. Finally, it was reported, the pt's ipg was inoperable. Due to these issues, the pt reportedly had not utilized her scs system in more than two years. Surgical intervention was again undertaken on (B)(6) 2011. During the procedure, it was noted that the extension appeared frayed and had coiled around the ipg. The procedure was completed with the explant of the pt's ipg by way of cutting the extension. The remaining portion of the extension was left in-situ. The pt's three leads are still intact and also remain in-situ.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.